Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a part of the readings on the display became unable to see. A customer reported that there was no patient involvement.